Event description:
It was reported that the procedure was to treat a bifurcation in the circumflex (cx) and obtuse marginal (om) vessels. The account manager was present during the procedure. After two guide wires were positioned in the bifurcation lesions, an attempt was made to advance the 3.0 rx zeta to the om and a 4.0 stent to the cx lesion, but there was great difficulty advancing them through the guiding catheter (gc). H account manager then noticed the physician was using a 6f gc and advised him to stop because the gc was undersized for the two catheters. The physician kept trying unitl he finally was able to get the 3.0 stent to the lesion and deployed. He was then finally able to push the 4.0 up to the aortic arch, but could not get to the lesion. The physician then attempted to pull the catheters back, and was advised to removed all devices together because resistance was encountered. Reportedly, the physician would stop pulling for a while, but would then start pulling back again, despite the resistance. Finally, the 3.0 stent delivery system (sds) was pulled out and then the 4.0 sds came out. Upon inspection of the 3.0 sds, it was noted that the distal shaft had separated, but it was located in the gc. No pt injury was reported.